Manufacturer narrative:
This event is similar to the event reported in MDR 9616026-2007-00001 (date of event 2006), including the same prismaflex machine, occurring one day after. A gambro technician investigated the machine and found the effluent scale to be out of calibration. The three other scales were also drifting out of calibration. Gambro has issued a rebuild order, ro 004, regarding mandatory scales replacement to address the issue with drifting scales. All scales were changed. The machine has been verified to operate within MFR's specification after the exchange of the scales and have been authorized to return to clinical use. There was no blood loss or other clinical consequence to the pt as a result of the reported incident. Further investigation into this incident is ongoing.